Event description:
Customer reported the down arrow on the insulin pump does not slick and button just going down the numbers keep ramping on their own. Customer's blood glucose was unk. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. The unit was received with minor scratches on lcd window. The unit was received with cracked case at display window corners and belt clip slot.